Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that there was a breakage of the screwdriver tip. All the debris was removed from the patient.

Event description:
It was reported that there was a breakage of the screwdriver tip. All the debris was removed from the patient.

Manufacturer narrative:
The reported event was confirmed. The device inspection revealed the following: the visual inspection has shown that the tip of the screwdriver is broken off, no fragment was returned for evaluation. The breakage surface of the device shows relatively smooth surface without any great abrupt features. The shiny areas on the broken region and the absence of plastic deformation indicate that the breakage was instantaneous (brittle fracture) due to excessive torsional or bending load. Furthermore, a hardness test according to rockwell on the returned item as well as a dimensional inspection indicate that the device is in accordance to the values in the material and in the dimensional specifications. Based on the investigation, the root cause was attributed to an user related issue. The failure was probably caused by torsional or bending overload applied to the device during usage. As a reminder, the instructions for use state: "in the course of the operation, repeatedly check that the connections required for precise positioning between the implant and instruments, or between the instruments themselves, are secure. While rare, intra-operative fracture or breakage of instruments can occur. Instruments which have experienced excessive use or excessive force are susceptible to fracture. Instruments should be examined for wear or damage prior to surgery." A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.